Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 05/27/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 05/21/2014 with the following findings: during investigation, the pump powered on with a blank display. Audio tones and vibrations were present. The pump was opened and the display was found to be cracked and damaged. When the display was replaced with a test display, the pump booted normally to the verify screen. The complaint of a dim, discolored display was not able to be confirmed due to the damage to the display.